Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain gold-tite hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified fractured at the threads. Functional testing could not be performed since the devices were fractured. Pre-existing conditions, tooth location and placement duration were unknown due to limited information provided by customer. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw broke in a well seated bnpt implant. Doctor was able to remove the broken screw. Patient returning for screw replacement. As a result of this event no injury to the patient was reported.

Manufacturer narrative:
The following sections have been updated: g6: checked "follow-up."

Event description:
No further event information available at the time of this report.